Event description:
Voluntary medwatch received states the ventricular leadless pacemaker (lp) exhibited premature battery depletion, pacing problem, and low r-wave amplitude sensing. The lp was explanted. The patient condition was unknown.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.